Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming tablet was hot. The following day the tablet would not turn on. A company representative attempted to perform troubleshooting and confirmed that the tablet would not turn on. The company representative attempted to charge the tablet using multiple power outlets and multiple ac power adapter's however the tablet would still not charge. The physician did not require a replacement tablet since she had an additional tablet available. The suspect tablet was sent back to the manufacturer however it has not been received to date.

Event description:
Product analysis was completed on the tablet which was received with a depleted main battery. The tablet was powered using a known good ac power supply with no observed anomalies. The tablet booted to the vns welcome screen. The tablet was then successfully used to perform interrogations and diagnostic testing. The tablet was powered-on continuously for one hour and after the hour 73% of the battery remained. During analysis no temperature anomalies associated with the battery temperature were identified. The tablet performed to functional specifications. It was noted that the tablet was received without the ac power supply therefore analysis could not determine if it contributed to the reported events.

Event description:
The suspect tablet was received and is currently pending product analysis.